Manufacturer narrative:
(B)(4): the returned burr assembly was evaluated for shedding and it was observed that the inner blade sustained galling, approximately 1/2 inch from the sluff chamber. This galling is typically caused when the blade is laterally deflected while in rotation. (B)(4) is currently validating an extension of the shrink tube bearing surface to cover this area prone to galling.(B)(4).

Event description:
Silver shavings observed during surgery. They were able to partially flush out.